Manufacturer narrative:
The pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion and no delivery tests due to the motor error alarm. The pump had cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 118 mg/dl. During fill tubing, motor error occurred again. The insulin pump will be returned for analysis.